Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge stm evaluated the iabp unit, replaced the batteries and performed full functional and safety checks. The iabp unit passed all checks per factory specifications, was returned to the customer and cleared for clinical use. The full name of the initial reporter is (B)(6) who is a getinge employee whose contact details are: (B)(6) which differs from that of the event site.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance (pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.